Event description:
Rptr stated they went to private md's office for laser hair removal and rptr was burned on the neck, the upper lip and the chin. Rptr stated they used home care products on the burns in addition to a sample lotion from the physician's office. In addition, rptr saw a dermatologist who gave them prescription creams to use on the burns. Rptr stated that the prescription creams work very slow and they have been left with scars. Rptr stated that their private md's office informed them that the device was malfunctioning prior to this event but they still continued to use it.